Event description:
The reporter experienced the er1 message, retested and rec'd a result between 90-140. He did not experience any symptoms or seek medical advice/treatment from a healthcare provider.